Event description:
A customer reported to baxter (B)(4) of an administration set that had a blockage in the tube before usage. There was no patient involvement or medical intervention performed. No additional information is available.

Manufacturer narrative:
(B)(4). A customer sent in an actual set for evaluation. Visual inspection and functional testing were performed and the defect was not confirmed. A pressure test under water with air (8 psi) was performed and no defects were evident in the sample evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this, prior or subsequent lot.